Event description:
A ventilator was returned to the manufacturer's service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" error code was discovered in the ventilator's downloaded event log. The technician recommended replacing the device's oxygen sensor board to address the issue. No further investigation is required at this time.